Event description:
It was reported via repair work order that the side rail could not be raised due to damaged latch spindle and top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.